Event description:
It was reported that the user experienced persistent hyperglycemia overnight after a supply change and bedtime snack, with cgm readings reaching 385 mg/dl; the user changed the infusion site and tubing with nursing assistance, saw some initial decrease, then glucose continued to rise, and the user subsequently received insulin therapy in the emergency department before resuming pump use. Symptoms included hyperglycemia without reported physical symptoms. Outcomes included an unexpected medical intervention with medication and no lasting health consequences. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device findings, insufficient information on device components, and insufficient information to characterize a device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial